Manufacturer narrative:
Date of event: unknown date in 2019. Tfna fem nail ø12 125° l200 timo15 was received. Upon visual inspection, it is observed that the nail is broken at its proximal head part. There are some discolored spots on the surface of the device. Thus, the reported complaint is confirmed. No design issues or discrepancies were found during this investigation. Visual inspection, and document specification review of the received device was performed. The complaint is confirmed. A definitive root cause could not be determined. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : manufacturing location: (B)(4). Manufacturing date: 11-feb-2016. Expiration date: 01-jan-2026. Part number: 04.037.213s, 12mm/125 deg ti cann tfna 2000mm - sterile, lot number: h026550 (sterile). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.2, lock prong, 125 degree, tfna, bp55, lot number: 9734934. Part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: 7921067. Part number: 04.037.912.3, tfna lock drive, bp58, lot number: 9966782. Part number: 21127, timoagri16.00, bp80, lot number: 9856990. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent revision surgery due to a broken trochanteric femoral nail advanced (tfna) nail. Originally, the patient was implanted with the tfna system for intramedullary fixation of right pertrochanteric neck of femur fracture on (B)(6) 2019. However, on an unknown date after the surgery, the patient presented with ongoing hip pain. So, radiographs were taken on (B)(6) 2019 for follow up and showed that the tfna nail was still intact. Unfortunately, six (6) months after the surgery, x-rays were taken and presented with a non-union of a multi-fragmentary pertrochanteric fracture and breakage of the tfna nail at the proximal aperture at the level of the tfna helical blade which was dynamically locked and intact. Thus, the broken nail was removed and replaced with a new tfna with helical blade and traumacem. There was no traumatic cause. The lateral wall of the tfna was also found to be eccentrically reamed procedure and patient outcome are unknown. It is unknown if there was a surgical delay. Concomitant device/s reported: tfna helical blade (part # 04.038.385s, lot # h554891, quantity 1). Unknown screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 12 mm/125 deg ti cann tfna 200 mm - sterile. This is report 1 of 1 for (B)(4).